Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. Suspect hardware issue since logs show generator overload error that caused the interrupted 3d that was reported.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative confirmed the reported incident.

Event description:
A medtronic representative reported that, while in a spinal fusion, a generator error message appeared on the viewing station of the imaging system when attempting to perform a 3d spin. The representative then restarted the system and was able to perform the spin. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.